Manufacturer narrative:
Date of event: the actual date of event is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed that the fiber tip does not exhibit signs of usage and breaks/fractures. The fiber is broken within the white tubing at 5.25 inches from control knob, between the connector and control knob. The fiber was tested with hene laser fixture, aim beam is present at location of the break. The white tubing does not exhibit signs of melting at the break. Light appears along fiber, which indicates internal fiber damage in white tubing. An investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation due to excessive bending occurred while fiber used in tube.

Event description:
It was reported that during prostate procedure the fiber was noted to be damaged inside the tube. There was green light emitting out from the damaged part. The procedure was completed using second fiber. No injury to the patient was reported.